Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set fell off. This event occurred during use with patient involvement. The transfer set had been in use for about two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) samples were received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed on two (2) samples which included leak testing, clear passage testing, and clamp function testing. Functional testing was not performed on one (1) sample due to a blockage. The reported condition was not verified on the three (3) returned samples because visual inspection was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.